Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support to report that neither of the patient's batteries show any lights when placed in the charger. The only light is the green led on the power supply brick. Support requested that she re-seat the ac power plug connection. The result was the same. The patient's suspect charger was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem was confirmed. The cause of the charger failure was liquid ingress in the battery well which in turn caused the u13 microcontroller to fail and the battery connector to corrode. The root cause of the liquid ingress has not been positively determined. No adverse event resulted from the damaged charger. The patient was provided with a replacement charger.